Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2020, it was reported that when the patient opened packet for the new infusion set, the end piece with the little clip was not attached to the tubing, as though the tubing had never stuck to the clip in the first place. This happened with one set. The blood glucose level was within the range at the time of the event. No further information available.